Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had five treated events over the past year. A boston scientific technical services consultant identified that all events had a sudden onset of a rate increase. However, the morphology remained similar to that of post shock morphology which could be indicative of supra ventricular tachycardia (svt). The most recent events showed the patient's heart rate was approximately 150bpm for 6-7 minutes before the rate increased above the shock zone. The patient seemed to be inconsistent with reported symptoms as initially was asymptomatic and then reported feeling dizzy. However, the patient noted the dizziness was a normal occurrence. The consultant simulated the clinical episodes and recommended programming an additional conditional zone which in combination with rate control would have a positive result and avoid future shocks in a similar situation. No adverse patient effects were reported.